Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately low readings with the control solution. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach the patient by telephone. On 05/28/2010, the smss mailed a letter requesting the patient contact medical surveillance. On (B) (6) 2010, the patient obtained the control solution result of 98 mg/dl on the reported meter, which was out of range low for the lot of test strips in use. The patient took no actions due to the meter issue. At an unspecified time afterwards, the patient experienced the symptom of 'racing pulse'. The patient did not seek any medical attention or treatment. It would have been helpful to determine the patient's blood glucose readings taken prior to the onset of symptoms, what meals and medications were taken prior to the onset of symptoms, her expected readings, and her medication regimen. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter, and after she obtained an inaccurate reading with the control solution. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.